Event description:
It was reported that a small volume folfusor was damaged during transport. This issue was discovered during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received containing fluid in the bladder. Visual inspection was performed using the naked eye which observed a non-baxter white connector attached to the fill port of the folfusor. The whiter connector has been broken in two pieces and one of broken pieces was stuck inside the fill port of the folfusor device. There was no evidence of damage or defect from the fill port of the folfusor; therefore the reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.